Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 433 mg/dl. Cause of bg level was not known. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Reportedly, customer had high ketones which were identified as life-threatening by a healthcare provider. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged on (B)(6) 24 with the issue resolved and no permanent damage. Customer declined further troubleshooting with tandem technical support. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.